Manufacturer narrative:
Company comment: the serious expected event of blindness unilateral and the non-serious expected events of pain, scar at implant site, lacrimation increased, and the non-serious unexpected events of strabismus and altered visual depth perception were considered possibly related to the treatment. Seriousness criteria include the need for medical and surgical intervention, and permanent damage. The likely root cause includes intravascular filler injection leading to embolism or vascular occlusion and their manifestations. Potential contributory factor includes injection technique. The scar at implant site is secondary to the surgical intervention. The restylane was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-mar-2023 by a female patient of an unknown age concerning herself. The case was published on a media platform. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2021, the patient received treatment with restylane to the nose (unknown amount, lot number, injection technique and needle type) to improve the aesthetic contour of her nose. The restylane was injected to nose (off label use of device). During the injection, the patient started tearing up (lacrimation increased) and squinting (strabismus) and her perception was different (altered visual depth perception). The patient told the hcp that she could not see and felt a little pain (implant site pain). The patient reported that the hcp told her that that was fine and kept injecting the restylane. According to the patient, the pain progressed, and she started crying and then the hcp stopped injecting. The patient became blind in one eye (left) (blindness unilateral). Later on the same day ((B)(6) 2021), the patient took a photo which showed an incision on the bridge of her nose. The scar (implant site scar) on the bridge of the nose was performed by the physician using a scalpel to open and inject an unspecified medicine in an attempt to treat the problem. The ophthalmologist told her that within a year, she might get cross-eyed. According to the patient, she was not informed about the risks and complications associated with the aesthetic procedure. According to a medical expert, veins running through the nose supply blood and oxygen to the eyes. Fillers like restylane, if injected in the nasal area present with serious risks that were generally not known to patients. As per the patient's attorney, if those veins are occluded the patient would get a stroke to the eye. The patient did not receive a consultation with a physician, which was required prior to the procedure, and she did not get an immediate intervention by a physician, which was necessary after the complication developed. Outcome at the time of the report: blind in one eye (left) was not recovered/not resolved/ongoing. Squinting was unknown. Perception was different was unknown. Tearing up was unknown. Pain was unknown. Scar was unknown. Restylane was injected to nose was recovered/resolved.